Manufacturer narrative:
Block e1: initial reporter state: (B)(6) . Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 1077 captures the reportable event of stent calcified. Device code 2423 captures the reportable event of stent obstruction of flow. Device code 1069 captures the reportable investigation results of stent shaft break. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that residues of calcification were found along of the distal section and renal pigtail. Calcification was observed in the inner lumen of the stent shaft and this is evidence of obstruction inside the device. The stent was also found cut and torn at middle section and the proximal section was not returned. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the device is calcified in several sections, obstructed inside the device, and the shaft shows evidence of cut. The device received was incomplete and the reported condition is related to the removal process. Therefore, known inherent risk of device is selected as the most probable root cause for the complaint since the reported adverse event is known and documented in the labeling. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a previously implanted tria ureteral stent was being removed from a patient during a ureteral stent replacement procedure performed on (B)(6) 2020. The tria ureteral stent was implanted about two weeks prior to the planned stent removal procedure performed on (B)(6) 2020 with no issues reported during placement. However the exact implant date was not reported. According to the complainant, on (B)(6) 2020, during the planned stent replacement procedure, it was noticed that there were stones on the kidney side of the tria ureteral stent. The stones that accumulated clogged up the lumen of the stent and the guidewire was unable to cross through the stent. The device was removed and another tria ureteral stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter state: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted tria ureteral stent was being removed from a patient during a ureteral stent replacement procedure performed on (B)(6) 2020. The tria ureteral stent was implanted about two weeks prior to the planned stent removal procedure performed on (B)(6) 2020 with no issues reported during placement. However the exact implant date was not reported. According to the complainant, on (B)(6) 2020, during the planned stent replacement procedure, it was noticed that there were stones on the kidney side of the tria ureteral stent. The stones that accumulated clogged up the lumen of the stent and the guidewire was unable to cross through the stent. The device was removed and another tria ureteral stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event.